Event description:
The customer stated a pregnant patient in labor generated a false reactive result on the (B)(4) test and was subsequently treated (type of treatment not specified). The patient tested repeat reactive on the architect but was negative on the (B)(4) test. Another sample was obtained and again was repeat reactive on architect. The sample was sent for confirmation and was negative on pcr and western blot. No adverse outcome was reported.

Manufacturer narrative:
(B)(4). False positive result an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
No returns were received for investigation. Testing of a retained reagent kit of lot number 06074li00 met specifications; controls showed values within typical range. To assess the specificity performance of the reagent lot an additional 16 replicates of negative control were tested. The reagent kits showed normal performance within typical range. Complaint records were reviewed for the affected lot number and did not identify any problems relating to the customer's observation. Based on our evaluation, we have determined that the architect hiv ag/ab combo reagent lot identified in the customer's complaint is performing acceptably. A specific reason for the customer's issue could not be determined. However, as with all immunoassays, the architect hiv ag/ab combo assay may yield nonspecific reactions due to other causes, particularly when testing in low prevalence populations. (B)(6). The customer was referred to the limitations of the procedure section in the package insert for further information.